Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The insulin gauge was also inaccurate. The customer's blood glucose (bg) was 157mg/dl. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.